Event description:
No output was noted on telemetry. Testing showed excellent values for both attached leads. The physician replaced the ventricular lead and the device with competitive products. The atrial lead was repositioned. Intermittent over sensing was also noted.